Event description:
Initial estradiol result of >4300 pg/ml was repeated and recovered 31.12 pg/ml. Incorrect result was not used to provide patient treatment. Field service representative replaced the pinch valves, seals and the pinch valve tubing. Ran performance check tests and quality control material. Quality control material recovered within manufacture's stated ranges and the performance check tests passed specifications.